Event description:
Additional information received reported the treatment locations was in the vasa recta of proximal sigmoid colon branch from ima. Patient vessel tortuosity was moderate to severe. An instant detacher was not used in the procedure. The physician made multiple manual attempts at detachment and fully broke the mechanical detachment zone on the wire and pulled the filament until it was pulling the coil back into the catheter. There were no issues during the procedure prior to the coil non-detachment. There was no kink or other damage observed to the coil pushwire after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was delivered to the desired location, manual detachment was attempted, but failed. As the coil would not detach from the wire, it was removed through the catheter, and a replacement coil was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. There was no calcification noted in the vessel, and the vessel was not dilated pre-procedure or post-procedure.

Manufacturer narrative:
H3: analysis of the concerto pusher (model: pv-2-4-3d lot: b021860) found that the pusher was broken at break indicator but retained by release wire and kinked at ~163.0 cm from proximal end. The coin was found retracted from the lumen stop. The shield coil was found intact with the implant coil already detached and not returned for analysis. Under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop and the retainer ring were found to be visually acceptable. No other anomalies were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed as the pusher was returned with the implant coil already detached. There was evidence of the reported manual detachment attempts and the coin was retracted from the lumen stop, releasing the implant coil as intended. Based on the returned device, the pushwire was found broken and kinked in the distal section of the pusher, indicative of either high tortuosity, attempted device advancement against resistance, damage during use or during return shipping to medtronic for analysis. It is possible that the damage to the pusher contributed towards the non-detachment by restricting the movement of the release wire during detachment attempt. Since the implant coil was not returned, any contribution of the implant coil towards the ¿non-detachment¿ could not be determined. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.